Event description:
The stent failed to deploy because there was a pinhole in the balloon. The device was removed and another device was used to successfully complete the procedure. There was no patient injury. No additonal information was given. The product was returned to cordis for analysis.